Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
"On or about on (B)(6) 2002, plaintiff underwent cranial surgery at (B)(6), for the treatment of meningioma, during which defendant's gore tex preclude dural substitute (gore #1pdx302) was implanted to close the dura mater. Upon information and belief, defendant's preclude implant created a known risk of persistent or delayed csf leakage, particularly through suture line pathways and interface gaps. On or about on (B)(6) 2002, plaintiff underwent a subsequent bone flap replacement procedure at (B)(6), during which defendant integra's duragen dural substitute (#2007800a) was implanted. Upon information and belief, defendant's gore tex preclude dural substitute (gore #1pdx302) was removed due to spinal fluid leakage. Defendant's duragen implant, by virtue of its onlay, non-sutured, absorbable design, did not provide a reliable immediate watertight seal and contributed to ongoing leakage or fluid accumulation. Defendant's integra duragen product family documented pyrogen contamination recalls and FDA findings of endotoxin failures can cause inflammatory response, infection, and impaired wound healing. During the procedure on (B)(6) 2002, defendant's synthes 1.5 mm titanium cranial plates and screws (lot numbers listed) were permanently implanted in plaintiff's skull. These devices were implanted in a combined neurosurgical reconstruction where: a. Dural substitutes were used to contain csf, and b. Cranial hardware was used to stabilize the skull. Following the initial implantation, plaintiff experienced ongoing complications related to the cranial hardware, including hardware protrusion, wound breakdown, and infection. Plaintiff further experienced repeated surgical interventions (2008, 2011, 2023, 2025) and documented "fully shredded screws" and failed plates. On or about on (B)(6) 2008, plaintiff underwent right occipital/temporal /suboccipital craniotomy with posterior mastoidectomy and mesh cranioplasty. On or about on (B)(6) 2011, plaintiff required surgical intervention for removal of protruding titanium mesh from the right parietal area. On or about on (B)(6) 2011, plaintiff underwent radical excision of infected skin and underlying titanium mesh. On or about on (B)(6) 2023, plaintiff underwent removal of exposed cranial hardware and reconstruction of right posterior scalp wounds with scalp flap. Pathology confirmed eight fully shredded screws and two metal plates measuring 3.0 cm and 5.7 cm. The "fully shredded screws" condition is consistent with chronic stress-related failure at the bone-screw interface. This was the first time a cranial screw had fallen out or was removed. Plaintiff was not previously aware that these products were not permanent. This discovery prompted plaintiff to investigate the products. Plaintiff messaged her surgeon to ask whether there was an issue with the product. Plaintiff sought additional medical guidance thereafter in 2025. On or about on (B)(6) 2025, plaintiff required additional surgery for removal of remaining exposed and loosened cranial hardware with scalp reconstruction. The devices implanted in plaintiff were functionally interdependent, meaning: a. Successful outcome required: b. Watertight dural closure, and c. Stable cranial fixation. Failure of either system is known to adversely affect the other. Upon information and belief, plaintiff's injuries were caused by the combined and interacting failures of: a. Gore preclude pdx, b. Integra duragen, and c. Depuy synthes cranial fixation hardware (hereafter collectively referred to as "cranial hardware products"). As a direct and proximate result of the defective cranial hardware, plaintiff has suffered and continues to suffer severe and permanent injuries, including but not limited to: extensive encephalomalacia involving the right cerebellar hemisphere, right middle cerebellar peduncle, right occipital and posterior right temporal lobes, right lateral pons, chronic wound complications, hardware-related infections, scalp disfigurement, and permanent neurological deficits, including left-sided weakness and left facial numbness."